Manufacturer narrative:
A philips technical consultant (tc) talked to the customer to troubleshoot the issue. The tc had the customer run through some troubleshooting steps to resolve the issue. The customer later informed the tc that either philips or someone onsite unplugged the speaker which caused the issue to occur. The reported malfunction was confirmed, there was no audio on the central station because the speaker had been unplugged. The customer resolved the issue by plugging in the speaker. The device remains on site and in use.

Event description:
The customer reported that no audio was occurring from their central station. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.